Event description:
Patient found with patrol tube feeding pump continuing to infuse air because the tube feeding bottle was empty. Alarm did not alert staff of empty tube feeding. When found the pump was immediately taken out of service and locked out on the 5th floor. The equipment has been sent back to the manufacturer for inspection and repair. No harm to patient. Note: facility mentioned that they had other problems with this same model of pump.